Manufacturer narrative:
The device was returned to the MFR at this time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece battery was fully charged, but could not operate for both saw and power tool. There was no pt harm; however the surgery was extended by approx 30 mins.